Event description:
The hospital physician's assistant "p.a." Reported to a maquet territory sales manager in passing conversation that during many endoscopic vein harvesting procedures, within the last 6 to 7 weeks, approximately fifteen short port btt black inflation valves have dislodged (popped out). As a result, the balloons would not remain inflated. The pa is using a luer lock rubber cap on the same devices to keep the balloons inflated and complete the procedures. The hospital did not report any patient complications. Since it is unknown how many cases, dates of the cases, and how many failures occurred during each case, all fifteen will be tracked in this one incident. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).